Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings:the pump was out-of-box and was never used for basal delivery. A review of the black box indicated hard consecutive call service 054/052 alarms at power up. During investigation, the pump powered on with a hard call service 054. The language file was determined to be corrupted. The pump was opened and there were no defects or intermittent connections found.